Event description:
Information was received indicating that a smiths medical medfusion pump had a depleted battery and died during a bolus of heparin. The infusion was not life sustaining and the patient was able to receive the remaining infusion. There was no patient injury.